Event description:
A customer reported an issue with the adc device via webform. The customer was contacted and reported unspecified low sensor readings. The customer was dizzy, nauseous, sweating, and lost consciousness. The customer had contact with a healthcare provider and healthcare meter results of 48 mg/dl and 78 mg/dl were obtained. The customer was treated with dextrose via IV. The customer additionally reportedly was treated with insulin, at an unknown time. However, this is inconsistent treatment with diagnosis. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.